Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was using fiasp insulin. Tandem clinical support informed customer that using fiasp insulin is off label per the user guide. The customer went to the emergency room (ER) with a blood glucose 500-549 mg/dl. The customer attempted to address the issue with a correction bolus via the pump, and manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 24 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.